Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to tubing breakage/damage. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.